Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, indicating that the cause of the pump becoming unattached and floating around in the abdomen was related to a change in activities and positioning. The pump was not unattached at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine at an unknown concentration and dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the pump became unattached and was floating around the patient's abdomen "around (B)(6) 2005." The pump was put in a dacron pouch. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
(B)(4) was removed because it no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, indicating that the anchor sutures broke. No further complications were reported.